Event description:
It was reported that prior to starting (post anesthesia/ports placed) a da vinci-assisted hiatal hernia surgical procedure, while setting up the system for the procedure, an error message appeared. The universal surgical manipulator (usm) 2 instrument connected at startup was detected, but there was nothing connected. The customer already tried to reboot the system, applied sterile adapter and cannula, but nothing changed. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to send a photo of error logs, since system was not connected to the live logs for review. The tse guided the customer to do a system restart with emergency power off (epo), but the issue persisted. The tse guided the customer to check for debris and free spinning disks at the instrument insertion axis. Golden pins were also pressable. The customer stated that they could do surgery with 3 usms. The surgery started normally. The procedure was completed with no patient harm, adverse outcome, or injury. Intuitive surgical (is) contacted the intuitive surgical technical support engineer and received the following information regarding this event: it was noted that the customer called while the patient was already under anesthesia and on the table in the operating room. They had not started the procedure yet.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) instrument associated with this complaint and completed investigations. The usm was tested on an in-house system in normal mode where it confirmed and replicated errors 32056. The usm was tested on a patient side cart fixture test platform (pftp) where it failed carriage lissajous tests prompting error 32056. A new controller was installed, and the error went away.

Event description:
Refer to h10/h11 for follow-up information.